Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 0.5 mg/ml dilaudid (hydromorphone) at 0.2 mg. The reason for use was not reported. It was reported that the patient was not receiving good therapy and the pocket was filling with liquid. Environmental/external/patient factors that may have led or contributed to the issue included that it was discovered at a revision that a suture went through the original catheter on date of implant ((B)(6) 2019). Diagnostics/troubleshooting included a dye study. Interventions/actions that were taken to resolve the issue included the catheter being revised using 8784 pump segment due to a hole in the old pump segment. It was reported that the catheter ¿remains in service.¿ the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) stated that the catheter was implanted on (B)(6) 2019 and was allergic to the morphine but did not know it yet because the catheter was broken and she had to have a catheter revision in (B)(6) 2019 due to the allergic reaction, the patient stated they put in hydromorphone which was still causing her allergic reactions but stated the pain relief was worth it. The patient then mentioned the amount she gets with a bolus was 0.0059 but even that little bit helps. The patient asked if at some point the pump would need to be replaced. Agent reviewed pump longevity.